Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
On (B)(6) 2011, dr. Saw pt from another state, who presented with pain. Pt stated she had her 3 month hsg report that reflected the devices were not in correct position. Current dr. Found one device in cervix and one in vaginal wall and removed both coils. Pt is now no longer in pain. Name of physician who implanted the essure devices is unk at this time.